Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during functional testing, the cardiosave intra-aortic balloon pump (iabp) unit gave several autofill failures. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced the scroll compressor and performed functional check. Repair done. The following investigation was performed by the failure analysis and testing dept. (Fat) : the failure analysis and testing dept. Received the following part associated with this complaint: pn: 0119-00-0236 compressor scroll. This part was received with a reported unit failure message of autofill tests failure. Performed visual inspection of this part received and part looks to be in good condition for testing. Installed the compressor, scroll into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. The fat dept. Performed autofill tests and could not verify the failure of autofill tests fails. Compressor, scroll passed testing. Retaining compressor scroll in the fat dept. As per procedure.